Event description:
The luer-lock gas sampling port was found broken off and contained within the bag before pt use. This is a recurring product defect. This is the 5th medwatch report rptr is filing against this product.